Event description:
It was reported that the usb port seemed to be damaged, as the pump was only able to charge intermittently. There was no reported impact to the customer's blood glucose. Although requested, the customer declined to provide further information or participate in troubleshooting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that usb port of the pump appeared to be damaged, as the usb cable was difficult to insert into the usb port. Although requested, the customer declined to provide further information or participate in troubleshooting.